Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Additionally, it was reported that the customer experienced a low blood glucose (bg) level in the 30s mg/dl; cause was not known. Customer drank a juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.